Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.5/+1.5/077 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. The surgeon reports excessive vault and significant reduction of irido-corneal angles (ica). Reportedly, the lens remains implanted. The cause is reported as a patient-related factor. Status of the eye is reported as "anterior chamber narrowing."